Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not load into the jaws or form properly. The surgeon used another instrument to complete the procedure. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.